Manufacturer narrative:
Follow-up #1: date of submission 05/24/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 05/10/2016 with the following findings: during investigation, the pump was powered on and revealed that the display was blank. Further testing was not able to be performed due to the blank display. The pump was opened and moisture was found inside the pump. There was corrosion around the display connector and display flex cable.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (display issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.